Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the egm (electrogram) pre-storage data was missing/invalid. Episode 20-egm contains statement that detailed episode data is invalid. (B)(4).

Event description:
It was reported that, during interrogation of the implantable pulse generator (ipg), a "detailed episode data is invalid" message was displayed. The device remains in use. No patient complications have been reported as a result of this event.